Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 30 and agreed to replace the pump, which was still under warranty. The customer did not have a backup therapy available and was advised to consult a healthcare provider. Technical support confirmed the shipping address and informed the customer that a replacement pump equipped with the latest software update would be sent. Additionally, guidance was provided on returning the faulty pump using a pre-paid label to avoid billing, and the customer was instructed on setting up the new pump, including programming settings and connecting the cgm.